Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet

Event description:
The customer reported that their bellavista 1000 has blower failure, damaged main electronics and damaged o2 cell cable. There is no information regarding patient involvement that was associated with the reported event.